Manufacturer narrative:
Evaluation summary: the lot number reported is not an accurate number. The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that 20 days following an intraocular lens (iol) implant procedure, the patient experienced myodesopsia and visual loss in the right eye. The retinologist and surgeon evaluated the patient and found a picture compatible with late pop bacterial endophthalmitis. The patient started antibiotics and steroids. Approximately one week later, it was reported as negative gram + coccobacilli, pmn +, fungal cultures, aerobic and anaerobic germs were negative.

Event description:
Additional information was reported that this was acute endophthalmitis at 18 days postoperative. The patient had cataract surgery with an intraocular lens implant. There was no visual or structural impact in the patient secondary to the incident thanks to the diagnosis and timely management with intravitreal antibiotics. The patient remains with visual acuity of 20/20. Capsule opacity was observed.

Manufacturer narrative:
Evaluation summary: the product was not returned. The corrected lot/serial number was provided. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause the reported issues. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).